Manufacturer narrative:
Please note that additional clarification was received on 03/10/2017 indicating that the pod8 coil pusher assembly did not snap, but was instead, inadvertently kinked.

Event description:
Additional clarification provided on 03/10/2017: the technologist inadvertently kinked the pod8 coil pusher assembly.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using pod8 coils. During the procedure, while attempting to advance a pod8 coil into the lantern delivery microcatheter (lantern), the technologist inadvertently snapped the pod8 coil pusher assembly. Therefore, the pod8 coil was removed and the procedure was completed using a new pod8 coil and the same lantern. There was no report of an adverse effect to the patient.